Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 9616680-2010-00147.

Event description:
It was reported that, "pt complained of hip pain, at times intense. Surgeon expressed possibility of iliopsoas tendinitis. During surgery, doctor took out ceramic insert and ceramic head. Some stripe wear on head, no backside burnishing of insert, good cup position no impingement. Discovered gush of old blood buildup. Trunium neck of stem showed extreme corrosion plus burnishing of inside of ceramic head. Surgeon buffered neck corrosion area and replaced with 40mm + 4 head and 40 mm x3 insert."